Manufacturer narrative:
Patient weight was not provided by the facility. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both leads fractured. To address the issue, the leads were replaced via surgical intervention on (B)(6) 2025 wherein the reported fractures were confirmed visually. Therapy was restored post op.